Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed the cause was not fully determined. The baton was connected to a test monitor and powered on. The image was good to start, then froze and went black. No repair was available and the baton has already been replaced. The returned device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image from the baton would randomly stutter. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.